Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information received confirmed that the fluid leak was from the blue line after fill one of the dwell cycle. There was no change in the patient¿s status as it relates to the reported event. The patient is trained in stat drains as well manual peritoneal dialysis if needed. The patient set up a new treatment and was able to complete treatment. The patient was not treated with prophylaxis as the patient¿s drain was clear and asymptomatic. The patient is continuing treatment without issue. The cycler set was not available for return.

Event description:
Additional information received confirmed that the fluid leak was from the blue line after fill one of the dwell cycle. There was no change in the patient¿s status as it relates to the reported event. The patient is trained in stat drains as well manual peritoneal dialysis if needed. The patient set up a new treatment and was able to complete treatment. The patient was not treated with prophylaxis as the patient¿s drain was clear and asymptomatic. The patient is continuing treatment without issue. The cycler set was not available for return.

Manufacturer narrative:
Additional information provided in a2, a4, b5, d9, g2, h3, and h6.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the pin before the stay safe connector during dwell 1 of 4 of their pd treatment. The cause of the leak is unknown. The patient was advised to reset up treatment with new supplies. Upon follow up, it was confirmed that the patient completed treatment with no further issue after resetting up with new supplies. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.